Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning and high impedance. It was also reported that the threshold was high as well. No patient complications have been reported as a result of this event.